Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed an "error 34", "error 70" message and would not discharge. The complainant indicated there was no pt involvement with this reported malfunction.